Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed by baxter field service engineer. A corrective and preventative action has been initiated.

Event description:
The facility reported depleted batteries during use with no patient involvement. Although baxter attempted to obtain information, details were not available regarding additonal contact information. The hospital representative stated that there was no patient injury or medical intervention associated with this report.